Event description:
It was reported that the customer experienced an issue with the speaker and vibrate function of the pump, as the speaker was not audible even when settings were adjusted. There was no reported impact to the customer's blood glucose level. Technical support advised the customer on various settings and confirmed the current pump was under warranty. A replacement pump with updated software was sent, and the customer was instructed on how to return the problematic pump and prepare for the new one. The customer acknowledged and understood all instructions provided.